Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
It was reported that the patient underwent a spinal surgical procedure with navigation technology. It was reported that there was an inaccuracy with the navigation at the l3 level. There was a csf leak. The navigation was abandoned and the surgery was converted to fluoroscopy. No additional patient complications were reported.